Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 400 mg/dl. The other relevant blood glucose level was 413 mg/dl, 385 mg/dl, 242 mg/dl. The customer was treated with insulin pump for high blood glucose levels. The customer alleged that the insulin pump was under delivering insulin. The cannula of infusion set was bent after insulin flow blocked alarm. The displacement test was performed and the result was no reservoir. The customer was advised that the insulin pump was working as designed. The customer had stomach pain due to high blood glucose levels. Troubleshooting was performed for high blood glucose. The insulin pump will not be returned for the analysis.